Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the endoscopic image of the subject device was not displayed. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the printed-circuit boards had failure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oekg, there was the possibility that this phenomenon was attributed to the failure of the printed-circuit board due to the aging degradation of the parts on the board by long-term use because over eleven years had passed from the subject device had been manufactured.